Event description:
During a non-clinical activity, the user reported that the device would not make ice. The bio-medical employee had a refrigeration person evaluate the unit, who discovered that the compressor was bad.